Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number gd894014 was completed, with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the sponge, inside an unknown number of minicaps, had dried iodine. This was found prior to use for therapy. The home patient (hp) brought the unused minicaps to the nurse for evaluation. The nurse stated that the iodine could be seen on the sponge, however, stated that the sponge was not completely saturated with iodine. The nurse advised the hp not to use the minicaps. No additional information is available at this time.

Manufacturer narrative:
(B)(4).